Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision for alignment correction.

Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported malposition could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Revision for alignment correction.